Event description:
Report received from the USA stating that the device has a "bent tip". The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools, the investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.